Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stopper pin falling and remaining in the device from a prior repair. It was therefore further presumed that the previous repair caused the suggested event. It is recommended that the user facility review the method of repair of the device in relation to the instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the channel of the colonovideoscope was blocked. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The blockage was found in the biopsy channel mount and confirmed to be an additional stopper pin. The report is being submitted due to foreign material found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the cleaning brush and forceps were unable to be inserted into the mount to enter the biopsy channel due to the obstruction. This event is under investigation. A supplemental report will be submitted upon receiving additional information.